Manufacturer narrative:
Approximate age of device ¿ 3 years, 5 months. A correlation between the device and the reported gi bleed could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for ventricular tachycardia and implantable cardioverter-defibrillator malfunction. While in the hospital for that workup, the patient experienced gi bleeding. On (B)(6) 2015 a pillcam showed active blood in the terminal ileum region but the source could not be identified. It was suspected that it was likely due to an arteriovenous malformation. No masses were reportedly seen as the area could not be reached with a spirus endoscope. The patient¿s international normalized ratio from (B)(6) 2015 was within 2-3 goal. Log files provided to the manufacturer for review contained no unusual events.